Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged the next day after implant. The lead was removed and a new lead was placed successfully. Additional information from the field representative confirmed that the dislodgment was identified through a chest x-ray. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.